Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass procedure. The suturing device was being used for the closing of the intestinal anastomosis. The needle was very loose and it appeared to have movement within the jaw of the instrument. The device was difficult to toggle, difficult to load, and difficult to unload. The needle of the reload fell off into the patient. It was retrieved using a laparoscopic grasper. In order to resolve the issue and complete the case, used a new suturing device and needle reload. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.